Manufacturer narrative:
It was determined that this event is a duplicate to MFR #2916596-2018-03620. The following information was reported under event of the aforementioned reports. Additional information: manufacturer's investigation conclusion: device thrombosis could not be confirmed through this evaluation. Analysis of the log file provided by the account confirmed transient elevations in power and flow; however, a specific cause for this finding could not be conclusively determined. Review of the submitted log file revealed several low battery advisories and low battery hazard alarms. Transient power elevations were captured up to 7.9 watts. A no external power event occurred on (B)(6) 2018 when the 14v li-ion were depleted. The backup battery assumed operation during this time and support was not interrupted and no pump stops throughout the log file. The log file showed that the pump appeared to be functioning as intended. The account reported that the patient came into the emergency department due to battery issues. The backup battery was in operation until the lvad system was connected to the power module in the emergency room. The patient was discharged home with hospice. The patient ultimately expired on (B)(6) 2018 due to heart failure and heartmate ii lvas was not explanted. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also contains information regarding pump speed, power, flow, and pi. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding the recommended anticoagulation therapy and inr range is also provided in this IFU. The heartmate ii lvas IFU and patient handbook provides instructions on how to charge and exchange batteries, how to monitor battery charge level, and how to change power sources. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was expired due heart failure. Per report from the healthcare provider (hcp) the patient's death was due to rhf. Patient's outflow graft previously thrombosed and the patient survived for several months after pump stopped on a home inotrope. Hcp does not believe that the pump was explanted as she was off support at home with hospice prior to death.